Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl and confusion; cause was unknown. Reportedly, customer was using supplies longer than approved by tandem labeling. Bg was addressed via an unknown method, however reportedly was resolved.